Manufacturer narrative:
Ranfac corporation was unable to replicate the incident experienced by the end user; therefore, unable to institute an effective preventive action.

Event description:
Physician had difficulty retrieving sample from needle.